Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. During use of the unknown trek balloon, the balloon separated inside the patient anatomy. The balloon was retrieved. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.